Event description:
It was reported that a revision surgery was performed due to the poly snapped while in the patient. The doctor requested product complaint on poly. Poly exchanged was performed, conversion from pshf 9mm to ps xlpe 13mm.

Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the photos attached show the post fractured from the insert. None of the pieces were returned for evaluation. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time.